Event description:
Customer reported the flip flop assembly was broken. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the flip flop brake assembly. System operates as intended.